Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.

Event description:
After completing the case with good results, the physician retrieved the silverhawk with the cutter open. The product presents a separation at the distal end of the nosecone. Investigation of the returned device on (B)(6) 2014 found the silverhawk was received in 2 pieces. The silverhawk distal tip assembly was torn at the housing coil end separated from the rest of the device, completely lodged in the sheath.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.